Manufacturer narrative:
The location of the burn indicates that the consumer was most likely laying on the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Attorney alleges his client sustained a third-degree burn injury to her hip while using a heating pad.